Manufacturer narrative:
The devices, intended for use in treatment, were returned for evaluation. The visual inspection of the returned forceps confirm the tips are bent. These devices were manufactured in 2018 and 2019. These devices show signs of significant wear and usage. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident these devices are reusable instruments that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that before the case started, it was noticed that the tips of the forceps were bent. No delay and a backup device from smith and nephew was available.